Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and back pain ("back pain/low back pain mostly right sided"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("lower abdominal pain"), depression ("other injury (ies) or complication (s)- depression") and panic attack ("other injury (ies) or complication (s)- panic attack"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), hydroxyzine hydrochloride (hydroxin) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain and abdominal pain had not resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, abdominal pain lower, depression and panic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, panic attack, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-nov-2018: plaintiff fact sheet received - product information updated. New events depression and panic attack were added. Seriousness criteria of event pelvic pain updated to medically significant and intervention required (device). Treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and back pain ("back pain/ low back pain mostly right sided"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain/cramping"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced depression ("other injury (ies) or complication (s)- depression") and panic attack ("other injury (ies) or complication (s)- panic attack"). The patient was treated with bupropion hydrochloride (wellbutrin), hydroxyzine hydrochloride (hydroxin) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the genital haemorrhage, dyspareunia, back pain and abdominal pain had not resolved, the dysmenorrhoea, headache, depression and panic attack outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, panic attack, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received : outcome of the event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, lower abdominal pain/cramping, pelvic pain/pain were updated. Event verbatim were updated as lower abdominal pain/cramping, pelvic pain/pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.